Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the dso seal to be damaged. A review of the event history log found a record of a 'downstream occlusion" alarm. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream sensor is defective. There was unknown patient involvement.